Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed an air bubble in the luer lock and tubing. The customer's blood glucose was 209 mg/dl. During troubleshooting with tandem's technical support, the customer disconnected from the site and prime the tubing to remove the bubble in the luer lock and tubing.

Manufacturer narrative:
Customer also reported that during the load sequence, customer forgot to remove air from the cartridge after filling the syringe, prior to filling the cartridge. Customer reported that bg was unaffected by the event. Blood glucose was reported to be 235 mg/dl. (B)(4). The t:slim x2 user guide states in the instructions for filling the cartridge, "keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger."